Manufacturer narrative:
Product analysis: the stent was returned off of the balloon. Crimp impressions were visible on the balloon working length. The stent was stretched and deformed. The distal shaft was bunched and kinked immediately proximal to the balloon bond. The transition shaft was kinked and twisted immediately proximal to the exchange joint. The proximal section of the balloon was also bunched.

Manufacturer narrative:
(B)(4).

Event description:
The physician intended to implant an integrity rx stent device in order to treat a lesion in the circumflex with moderate tortuosity and 80% stenosis. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. Lesion pre-dilation was performed. It was reported that the physician was using a radial technique and resistance was felt in the guide catheter when advancing the stent. It was reported that the stent dislodged from the balloon on to the catheter shaft during device removal, following an unsuccessful delivery. The dislodged stent was removed by pulling out the catheter. The procedure was completed using another integrity stent. No patient injury reported.